Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR: 2134265-2017-06186. (B)(6) clinical study. It was reported that unstable angina occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a 90% in-stent restenosis of a previously implanted unspecified drug eluting stent (des) located in the first obtuse marginal (om1) and was 6.0mm long with a reference vessel diameter of 3.00mm. The lesion was treated with direct stent placement using a 3.00x8mm promus element¿ plus study stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, a 16 x 2.25mm promus premier¿ des was implanted in om1. In (B)(6) 2017, the patient presented with chest pain associated with shortness of breath. Eighteen days later, the patient was planned for possible coronary artery bypass grafting (CABG), as the patient's coronary intervention options has decreased. In (B)(6) 2017, patient was hospitalized for the planned surgery. CABG was performed including left internal mammary artery (lima) to distal left anterior descending (lad) and saphenous vein graft (svg) to left ventricular bypass (lvb). Additionally on the same day, transmyocardial laser revascularization of lateral wall and placement of swan-ganz catheter were performed as obtuse marginal was not bypassable. Seven days later, the event was considered to be resolved and the patient was discharged from the hospital.